Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) level was 300 mg/dl. Healthcare provider was unable to provide further information regarding how the customer's blood glucose level was addressed, and customer did not respond to multiple contact attempts from tandem technical support. Reportedly, customer reverted to manual injections for alternate insulin therapy.